Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator became inoperable. There was no patient involvement.